Event description:
The pt reported he is unable to establish communication between his scs ipg and external devices. It was also reported as of (B)(6) 2013, the pt was able to communicate with the pt programmer which prompted him to charge the ig. At this time, the pt is receiving a 2501 comm error message drom the programmer and no longer has stimulation. No additional info is available at this time.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.